Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 85% stenosed, 3mmx28mm, concentric, de novo target lesion containing <=45 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. Following predilatation leaving residual stenosis of 35%, a 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion and the segments of the stent adjacent to the lesion were bent. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
A2 - patient date of birth: 1951. Device evaluated by MFR: synergy ous mr 3.00mm x 28mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the mid and distal region lifted from the crimped stent position. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Patient date of birth: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 85% stenosed, 3mmx28mm, concentric, de novo target lesion containing less than equal to 45 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. Following predilatation leaving residual stenosis of 35%, a 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion and the segments of the stent adjacent to the lesion were bent. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.